Event description:
It was reported that the left ventricular (lv) lead exhibited a rapid rise in threshold measurements and had reached a high range. The patient was reported to be experiencing possible diaphragmatic stimulation as they were feeling thumping in their chest. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.